Event description:
The customer states that during set up unit has flow but no pressure or tidal volume. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
An authorized service provider (asp) evaluated the ventilator, and it fails the air flow accuracy test. Flow sensor assembly needs to be replaced.

Manufacturer narrative:
A work order for onsite service was created but eventually cancelled. No service was provided by philips. The authorized service personnel (asp) replaced the flow sensor assembly and reported that immediately after flow sensor assembly replacement the unit had a low leak carbon oxide (co2) rebreathing risk alarm. While troubleshooting, it was found that he did not have an exhalation port or swivel in line. The remote service engineer (rse) recommended using the test adapter and running it in ventilation mode. After doing this, the alarm condition was solved. The rse provided asp with the latest service manual. Then the asp called back and stated that the unit was now leaking, and he wanted to know where it was leaking. He also mentioned that the unit did not leak before he disassembled it for flow sensor assembly replacement. The rse advised caller that we have absolutely no way to locate a leak over the phone and advised him if unit did not leak before disassembly, then it is assumed that the leak is coming from one of the points that he disassembled and to re-perform the task using the directions in the latest revision of the service guide. The caller took responsibility to perform all needed repairs and will call back if further assistance is needed. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.